Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's mother states the patient went to the emergency room for dehydration and their blood glucose levels were low. It was reported that the customer was not wearing the pump at the time. The mother declined to speak with the help line. No further information provided.